Event description:
The drill bit broke. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The cross section surface shows no irregularities. The broken piece was not returned for inspection. It is noted that blunt drill bits require more mechanical power during the application. Therefore it is recommended that blunt or damaged instruments need to be exchanged before surgery. It is possible that there was a heavy exceeding mechanical overloading situation during use which caused the breakage. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.